Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Complaint - labeled as 15 degree, should be 10.

Manufacturer narrative:
Corrected data: see h.10. Manufacturer narrative: the reason for this complaint was reported as mislabelling. The possible time in service for drill guide is 4 months from manufactured date. The healthcare professional indicated that this event occurred during inspection, away from the patient. There was no risk or adverse event reported by the surgeon. There was no delay in surgery and the surgery was completed as intended. The instruments were inspected prior to use and found to be unacceptable. The agent was present when this event occurred and was able to provide another suitable device. The device was returned to the manufacturer and made available at djo surgical for evaluation. A review of the instrument's po receiver revealed, when released for use, met design and manufacturing requirements. There were no ncmrs associated with the production of the instrument that is related to the reported issue. However, on the receiver the item description states "drill guide, 2.5mm x 15dg angle". Complaint database review showed no previous complaints that allege this same issue. The root cause of this complaint is likely that within the system the drill guide was labeled as 15 degrees instead of 10, which led to the incorrect angle being printed on the label. The device was manufactured to the correct specifications and passes inspection, thus functionally acceptable. A review of inventory was completed and identified that all labels indicated 15 degrees instead of 10 degrees. The product was placed on mrb hold and will be reworked under (B)(4). The label has been updated under (B)(4), no additional containment is required. Product is conforming and can perform the required functions. RMA examination: the reported device was returned to djo surgical for evaluation. The label clearly indicates 15 degree angle instead of 10. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Manufacturer narrative:
The reason for this complaint was reported as mislabelling. The possible time in service for drill guide is 4 months from manufactured date. The healthcare professional indicated that this event occurred during inspection, away from the patient. There was no risk or adverse event reported by the surgeon. There was no delay in surgery and the surgery was completed as intended. The instruments were inspected prior to use and found to be unacceptable. The agent was present when this event occurred and was able to provide another suitable device. The device was returned to manufacturer and evaluated by registered medical assistant (RMA) djo surgical. A review of the instrument's po receiver revealed, when released for use, met design and manufacturing requirements. There were no ncmrs associated with the production of the instrument that is related to the reported issue. However, on the receiver the item description states "drill guide, 2.5mm x 15dg angle". Complaint database review showed no previous complaints that allege this same issue. The root cause of this complaint is likely that within the system the drill guide was labeled as 15 degrees instead of 10, which led to the incorrect angle being printed on the label. The device was manufactured to the correct specifications and passes inspection, thus functionally acceptable. A review of inventory was completed and identified that all labels indicated 15 degrees instead of 10 degrees. The product was placed on mrb hold and will be reworked under ncmr-65121. The label has been updated under dc-24074, no additional containment is required. Product is conforming and can perform the required functions. RMA examination: the reported device was returned to djo surgical for evaluation. The label clearly indicates 15 degree angle instead of 10. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.